Event description:
The customer reported that the display had a missing segment. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. During evaluation the unit was able to power on, however, one segment did not illuminate. During the operational testing the unit passed simulation tests and provided visual alarms during alarm alert conditions. Internal inspection was performed and the non-illuminating diode measured open. A defective 7 segment display component on the system board caused the led segment to not illuminate. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported that the display had a missing segment. No consequences or impact to patient were reported.